Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. This 1.5mm x 20mm x 142cm coyote es otw balloon catheter was selected for pre-dilation and upon the first inflation, the balloon ruptured at 10atm. The procedure was continued with another of the same coyote es mr balloon catheter (1st and 2nd inflations at 6atm). No patient complications were reported and the patient's status is good.